Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor readings were indicating low glucose levels of 80, 60 and 40 mg/dl. This was after lunch and he treated each instance by eating candy. This gave rise to a blood glucose level of 401 mg/dl. Customer stated the sensor had been inserted wednesday (B)(6) 2017. Sensor had been in place for 3 days 22 hours and 40 min. Customer did not want to treat or trouble shoot for high blood sugar since it was caused by eating so much candy. The product will be returned for analysis.